Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to the unresponsive buttons. The unit had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was experiencing low blood glucose readings. Customer stated that they woke up with blood glucose readings of 40 mg/dl and treated with food. Customer's blood glucose reading at the time of the call was 78 mg/dl. No further information reported.